Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an adverse event was reported. The patient¿s mother stated the patient was at school and experienced diabetic ketoacidosis (dka). She indicated that the patient did not receive a high alert on the g6 mobile application. The patient was taken to the emergency room (ER) and was given insulin via intravenous (IV) therapy. The patient was released from the hospital in the evening once her glucose values were under control. At the time of contact, the patient was doing good. Additionally, it was determined through troubleshooting that the patient¿s high alert was disabled on the g6 mobile application and that the volume was turned down on the phone. Data was provided for investigation. Confirmation of the complaint was not confirmed. The probable cause was determined to be patient did not pass the threshold for the high alert during the enabled time frame. No additional patient or event information is available. Dexcom labeling indicates: your high alert level shows. If your high alert was off, it shows off instead.